Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 534 mg/dl. Cause was not known. Customer's sister assisted in giving a manual injection and changed infusion set and cartridge to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. It was also reported that the insulin gauge was inaccurate. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.